Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Correction to update the h10 field to include the user facility report number (B)(4).

Event description:
On 8/29/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: davinci prograsp instrument tip broke while in use in the abdominal cavity. Instrument tip examined after removal from the abdominal cavity, wires noted to be protruding with black rubber shaft exposed. X-ray to be performed at end of case. It was reported that during a da vinci-assisted surgical procedure, the tip of the prograsp forceps instrument broke while in use within the abdominal cavity. The instrument tip was examined after removal from the abdominal cavity and wires were noted to be protruding with the black rubber shaft exposed. An x-ray was to be performed at the end of the case. The procedure was continued as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue was confirmed to have occurred on 07/08/2024. The product lot number was unknown and the sequence number was provided as (B)(6). The customer advised it was unknown how the procedure was completed, what type of da vinci-assisted surgical procedure was performed, if there was any injury to the patient as a result of the issue, or if the instrument was available for return for further evaluation. Additionally, the customer could not confirm if the performed x-ray returned with a negative result for foreign body retention. Associated patient demographics and patient-related information was not available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.